Event description:
It was reported that after anticoagulation therapy was administered pre-procedure, a balance middleweight (bmw) universal ii guide wire was advanced, then pre-dilatation was performed in a mildly calcified lesion in the mildly tortuous mid left anterior descending (lad) coronary artery with a 2.5x8 trek balloon dilatation catheter. Pre-dilatation was then performed in a mildly calcified lesion in the mildly tortuous 2nd obtuse marginal (om2) coronary artery with a 2.5x12 trek. A 3.0x18 xience v rx stent was successfully advanced and deployed in the lad and a 2.5x15 xience v rx stent was successfully advanced and deployed in the om2. During recovery, approximately 45 to 60 minutes post-procedure, the patient went into cardiac arrest with a code of v.s. (Ventricular standstill). In-stent thrombosis of both implanted stents was angiographically confirmed, and a thrombectomy was attempted using a non-abbott thrombectomy device, but the attempt was unsuccessful. Cardiopulmonary resuscitation (CPR) and cardioversion (shock) were administered, but the patient ultimately expired approximately 35 minutes later; though requested, exact cause of death was unknown by the site. It was indicated that the stents may not have been completely apposed to the vessel walls. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: bmw universal ii; stent: 2.5x15 xience v rx. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Thrombosis and death are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events of coronary stenting procedures. There is no indication of a product quality deficiency. Based on the information reviewed, there is no indication of a product deficiency. The additional xience v, referenced is being filed under a separate manufacturing report number.